Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the right ventricular sense/pace lead exhibited high impedance, loss of sensing, and noise. The noise could be reproduced by touching the connection between the lead and the extension. A lead revision procedure was performed and the lead extension was replaced on (B)(6) 2015. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.